Event description:
It was reported to boston scientific corporation that an endovive standard pull method kit was being used in conjunction with a j-tube for the purpose of administering medication for the advanced stage of parkinson's disease. The patient has been using boston scientific peg/j-tubes since 2009. According to the complainant, the patient has had repeated infection problems. Approximately around (B)(6), 2011 the internal bolster was buried in the stomach wall mucosa and the patient presented with an infection. The peg/j-tube was removed. When the stoma has healed a new peg/j-tube will be placed (the manufacturer is unknown at this time). The patient was not hospitalized due to this event. The patient received a nasointestinal tube so that the duodopa treatment could continue. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard pull method kit was being used in conjunction with a j-tube for the purpose of administering medication for the advanced stage of parkinson's disease. The patient has been using boston scientific peg/j-tubes since 2009. According to the complainant, the patient has had repeated infection problems. Approximately around (B)(6), 2011 the internal bolster was buried in the stomach wall mucosa and the patient presented with an infection. The peg/j-tube was removed. When the stoma has healed a new peg/j-tube will be placed (the manufacturer is unknown at this time). The patient was not hospitalized due to this event. The patient received a nasointestinal tube so that the duodopa treatment could continue. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.